Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Pat., f, (B)(6) y, breast ca, femur fx right, treated with t2 recon, prophylactic treatment of left femur. Femur showing osteolysis, 2-session treatment on (B)(6), 2013. The 2 surgeries performed by the same surgeon posed the challenge that the cannulated drill could not be connected over the indwelling f. Wires. A time delay of approx 30 min resulted.

Event description:
Pat., f, (B)(6), femur fx right, treated with t2 recon, prophylactic treatment of left femur. Femur showing osteolysis, 2-session treatment on (B)(6) 2013. The 2 surgeries performed by the same surgeon posed the challenge that the cannulated drill could not be connected over the indwelling f. Wires. A time delay of approx 30 min resulted.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. A review of the manufacturing documents revealed no deviation for the instrument returned. Deviations in the inspection documents for the nail adapter were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lots in question revealed functionality was given on the devices at the stage of delivery. This item was documented as having met specifications prior to distribution. Simulation of pre-operative function test (as required per IFU) performed on the returned device revealed that function is generally given although the nail adapter shows a slight loose fitting. Most likely the wires were deflected and caused the reported event. The operative technique includes that the k-wire position shall be checked prior drilling. Appearance of item and inspection records identified the nail adapter being of old design version. In order to address aging due to sterilization and to ease usage (nail adapter and targeting arm for both recon and antegrade locking mode are combined in a single device now) the nail adapter (B)(4) had been replaced by the new t2 recon target device (B)(4). No discrepancies were detected during risk analysis review. No non-conformity identified; new target device design available.